Event description:
The customer states that at this beta site on their 1st treatment with the new software 3.21.1 the patient expired 1/2 hour into treatment. However, the customer states that this patient was gravely ill before treatment and they were not sure from the beginning whether the patient would make it, through the treatment. Patient had chen stoke breathing, and very low blood pressure (50/32). There were blood pressure alarms, but no other alarms associated with the machine.

Manufacturer narrative:
Ph and conductivity were within normal limits and the next 2 patients dialyzed with no problems. The patient's health was seriously compromised before the treatment and there was no machine malfunction or user error. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.